Event description:
The customer reported that the 840 ventilator had a blank display. No pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse replaced the graphical user interface (gui) pcb. The ventilator passed all testing.